Event description:
Company received a report of patient born with poor apgar scores, acidosis, and possible seizures following labor with non-reassuring fhr, but with reassuring fspo2 values. A cesarean delivery was performed. Post delivery, the patient reportedly experienced seizures and was treated with phenobarbital and dilantin. CT scan showed general edema with no evidence of ischemia. A follow up MRI, was negative. The patient was subsequently weaned off medications and discharged for routine care.